Manufacturer narrative:
Batch review performed on 13 march 2025: liner: mpact dm 01.26.2854mhc double mobility hc liner d 28/dmg lot 2515649 (k092265): (B)(4) items manufactured and released on 29-jul-2025. Expiration date: 2030-jul-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Ball heads: mectacer 01.29.202 mectacer head biolox delta dia.28 12/14-m lot 2525179 (k112115): (B)(4) items manufactured and released on 15-oct-2025. Expiration date: 2030-sep-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
Revision surgery due to infection about 2 months after primary surgery. The surgeon performed a washout and revised the 28 mm biolox head to a same size head and revised the d 28 double mobility liner to a same size liner. The surgery was completed successfully.